Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2013.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was treated with amoxicillin (date and dosage not reported). The device was explanted (B)(6) 2013, and the patient was prescribed 750mg of levaquin. Reimplantation is planned, however, has not occurred as of the date of this report (B)(6) 2013.